Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low bipolar lead impedance. Atrial ventricular dyssyncrony was also noted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is deceased. Cause of death is unknown.